Event description:
It was reported to covidien in 2008, that a customer had an issue with an insulin syringe. The customer stated that the syringe had a cracked hub and would not hold the cannula causing it to be loose in the packaging.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.